Event description:
It was reported that an asymptomatic patient presented to the hospital for a routine device check. Loss of capture was observed. An x-ray was performed and revealed perforation of the heart. The lead was repositioned. The patient was in stable condition following surgery.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.